Manufacturer narrative:
Event date: used the first day of the month of aware date since there was no date provided.

Event description:
It was reported that shaft break occurred. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the shaft broke at the middle portion before entering the patient's body. The procedure was completed with a different device. No patient complications were noted.

Manufacturer narrative:
B3 - event date: corrected from (B)(6) 2020 to (B)(6) 2020.

Event description:
It was reported that shaft break occurred. A 2.75mm x 15mm nc emerge balloon catheter was selected for dilatation. However, before the balloon went in the patient, mid shaft break was noted. The procedure was completed with another of same device which worked fine. No patient complications were noted.

Event description:
It was reported that shaft break occurred. A 2.75mm x 15mm nc emerge balloon catheter was selected for dilatation. However, before the balloon went in the patient, mid shaft break was noted. The procedure was completed with another of same device which worked fine. No patient complications were noted.

Manufacturer narrative:
B3: event date: corrected from (B)(6) 2020. D4: lot number: corrected from 24917385 to 26314766. D4: expiration date: correction from 12/11/2021 to 11/06/2022 h4: device manufacture date corrected from 12/12/2019 to 11/06/2020. Device evaluation by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 80.4cm distal of the strain relief. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.